Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils that are embedded within each fallopian tube lumen and extend to the isthmus and junction of the uterine fundus"), pelvic pain ("pain"), jaw disorder ("deterioated jaw bone"), genital haemorrhage ("spotting"), tooth development disorder ("erupted tooth"), periorbital cellulitis ("preseptal cellulitis") and hypokalaemia ("hypokalemia (low potassium)") in a 31-year-old female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section and d & c. Concurrent conditions included retroverted uterus. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neck pain ("neck pain"), back pain ("low back pain") and muscle tightness ("muscle tension"). On (B)(6) 2011, the patient experienced tooth development disorder (seriousness criterion medically significant). In 2013, the patient experienced hypokalaemia (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced depression ("depression / major depressive disorder") and anxiety ("anxiety"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), diverticulum ("diverticulosis"), abdominal pain ("abdominal cramps") and asthenia ("low energy"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycle / irregular menses"), pruritus ("itchy"), migraine ("migraines") and alopecia ("hair loss / increased hair loss"). In (B)(6) 2017, the patient experienced periorbital cellulitis (seriousness criterion medically significant). In 2017, the patient experienced dysuria ("achy pain during and after urination"), nausea ("nausea") and eye pain ("sharp pains in eyes / sharp stabbing pains in both eyes"). On (B)(6) 2017, the patient experienced hypertension ("high blood pressure during office visits due to anxiety / white lab coat syndrome"). On (B)(6) 2017, the patient experienced fibromyalgia ("autoimmune disorder : fibromyalgia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), jaw disorder (seriousness criterion medically significant), uterine leiomyoma ("uterine fibroids"), uterine cyst ("uterine cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), vision blurred ("occasional blurry vision"), facial pain ("face pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("hip pain"), bladder pain ("bladder pain"), endometrial thickening ("thickened endometrium"), ovarian cyst ("ovarian cyst") and uterine pain ("abdominal (uterine) cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, jaw disorder, genital haemorrhage, tooth development disorder, periorbital cellulitis, hypokalaemia, fibromyalgia, depression, anxiety, uterine leiomyoma, uterine cyst, menorrhagia, pruritus, dysuria, migraine, headache, hypertension, nausea, dysmenorrhoea, vision blurred, eye pain, fatigue, diverticulum, neck pain, back pain, muscle tightness, asthenia, facial pain, musculoskeletal pain, arthralgia, bladder pain, endometrial thickening and ovarian cyst outcome was unknown, the menstruation irregular, vaginal haemorrhage, abdominal pain and uterine pain had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, asthenia, back pain, bladder pain, depression, diverticulum, dysmenorrhoea, dysuria, embedded device, endometrial thickening, eye pain, facial pain, fatigue, fibromyalgia, genital haemorrhage, headache, hypertension, hypokalaemia, jaw disorder, menorrhagia, menstruation irregular, migraine, muscle tightness, musculoskeletal pain, nausea, neck pain, ovarian cyst, pelvic pain, periorbital cellulitis, pruritus, tooth development disorder, uterine cyst, uterine leiomyoma, uterine pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: she had need for additional surgery. Right implant 2 coils, left implant 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . (B)(6) 2017 : ultrasound pelvis, transvaginal : normal size uterus with multiple fibroids. Thickened endometrium which measures 1.0 cm. This may reflect a proliferative phase the menstrual cycle. 1.9 x 2.0 x 1.6 cm complex right ovarian cyst, possibly hemorrhagic in nature. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device". Most recent follow-up information incorporated above includes: on 18-jun-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), preseptal cellulitis, itchy, achy pain during and after urination, migraines, headaches, high blood pressure during office visits due to anxiety / white lab coat syndrome, nausea, erupted tooth, dysmenorrhea (cramping), occasional blurry vision, sharp pains in eyes, fatigue, diverticulosis, hypokalemia, hair loss, neck pain, low back pain, muscle tension, spotting, abdominal cramps, low energy, face pain, shoulder pain, hip pain, bladder pain, deterioated jaw bone, thickened endometrium, ovarian cyst, abdominal (uterine) cramps", lab test, lot number, reporter added from pfs. Event "coils that are embedded within each fallopian tube lumen and extend to the isthmus and junction of the uterine fundus" added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coils that are embedded within each fallopian tube lumen and extend to the isthmus and junction of the uterine fundus"), pelvic pain ("pain"), jaw disorder ("deteriorated jaw bone"), genital haemorrhage ("spotting"), tooth development disorder ("erupted tooth"), periorbital cellulitis ("preseptal cellulitis") and hypokalaemia ("hypokalemia (low potassium)") in a 31-year-old female patient who had essure (batch no. 664666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included caesarean section and d & c. Concurrent conditions included retroverted uterus. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 1 year 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neck pain ("neck pain"), back pain ("low back pain") and muscle tightness ("muscle tension"). On (B)(6) 2011, the patient experienced tooth development disorder (seriousness criterion medically significant). In 2013, the patient experienced hypokalaemia (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced major depression ("depression / major depressive disorder") and anxiety ("anxiety"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), diverticulum ("diverticulosis"), abdominal pain ("abdominal cramps") and asthenia ("low energy"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycle / irregular menses"), pruritus ("itchy"), migraine ("migraines") and alopecia ("hair loss / increased hair loss"). In (B)(6) 2017, the patient experienced periorbital cellulitis (seriousness criterion medically significant). In 2017, the patient experienced dysuria ("achy pain during and after urination"), nausea ("nausea") and eye pain ("sharp pains in eyes / sharp stabbing pains in both eyes"). On (B)(6) 2017, the patient experienced hypertension ("high blood pressure during office visits due to anxiety / white lab coat syndrome"). On (B)(6) 2017, the patient experienced fibromyalgia ("autoimmune disorder : fibromyalgia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), jaw disorder (seriousness criterion medically significant), uterine leiomyoma ("uterine fibroids"), uterine cyst ("uterine cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), vision blurred ("occasional blurry vision"), facial pain ("face pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("hip pain"), bladder pain ("bladder pain"), endometrial thickening ("thickened endometrium"), ovarian cyst ("ovarian cyst") and uterine pain ("abdominal (uterine) cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, jaw disorder, genital haemorrhage, tooth development disorder, periorbital cellulitis, hypokalaemia, fibromyalgia, major depression, anxiety, uterine leiomyoma, uterine cyst, menorrhagia, pruritus, dysuria, migraine, headache, hypertension, nausea, dysmenorrhoea, vision blurred, eye pain, fatigue, diverticulum, neck pain, back pain, muscle tightness, asthenia, facial pain, musculoskeletal pain, arthralgia, bladder pain, endometrial thickening and ovarian cyst outcome was unknown, the menstruation irregular, vaginal haemorrhage, abdominal pain and uterine pain had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, asthenia, back pain, bladder pain, diverticulum, dysmenorrhoea, dysuria, embedded device, endometrial thickening, eye pain, facial pain, fatigue, fibromyalgia, genital haemorrhage, headache, hypertension, hypokalaemia, jaw disorder, major depression, menorrhagia, menstruation irregular, migraine, muscle tightness, musculoskeletal pain, nausea, neck pain, ovarian cyst, pelvic pain, periorbital cellulitis, pruritus, tooth development disorder, uterine cyst, uterine leiomyoma, uterine pain, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: she had need for additional surgery. Right implant 2 coils, left implant 3 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . (B)(6) 2017 : ultrasound pelvis, transvaginal : normal size uterus with multiple fibroids. Thickened endometrium which measures 1.0 cm. This may reflect a proliferative phase the menstrual cycle. 1.9 x 2.0 x 1.6 cm complex right ovarian cyst, possibly hemorrhagic in nature. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : embedded device" . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), uterine leiomyoma ("uterine fibroids"), uterine cyst ("uterine cysts") and menstruation irregular ("irregular menstrual cycle"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, depression, anxiety, uterine leiomyoma, uterine cyst and menstruation irregular outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, menstruation irregular, pelvic pain, uterine cyst and uterine leiomyoma to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.